Manufacturer narrative:
One device was returned for repair. Review of service history shows no similar events. The downstream occlusion (dso) sensor was bubbled and separated. The sensor has come contamination and needed to be replaced. Replaced dso sensor and dso seal. Device passed functional tests.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) sensor seal was bubbled and separated. There was no patient involvement.